Manufacturer narrative:
(B)(4) the device was returned to the manufacturer for evaluation. The bottom jaw of the pituitary is bent and has crack around the pivot point. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the pituitary tip was warped and twisted. No patient complications were reported.